Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 228 mg/dl. The customer stated that he was not feeling well. Nothing further was reported.